Event description:
It was reported that the pump touch screen was cracked and unresponsive and unreadable. Reportedly, a weight was dropped onto the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.